Event description:
It was reported that when using the bd pyxis¿ es server order and patient not crossing over to pyxis. All stations were in critical override, and one patient sample was not transferring from the pharmacy to the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders and patients were not crossing over the station. A technical support specialist (tss) dialed into the report server and ran a downtime query, confirming that carefusion coordination engine and server heartbeat were current. Patient encounter system was accessed, and synchronization information was verified as current, and health sight viewer was checked with no notices of delay found. The customer was contacted and informed that the issue appeared to be resolved. Confirmed with customer and verified that everything was functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.